Event description:
It was reported that during an unknown procedure, the device shot out clips prior to firing and the clips will not hold tissue. Another device was used to complete the procedure. There was no pt consequence.